Event description:
The customer reported to olympus, during reprocessing, the camera head did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, kinks and known were noted on the cable, the connector was cracked, the device failed a leak test, faded serial plate was noted and the reported issue regarding ¿no image¿ was confirmed due to moisture inside the charged coupled device (ccd) lens. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating that there was no procedure in this event and no patient involvement. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the no image was due to a water leak failure of the charged coupled device (ccd). It is therefore possible that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to water leak failure of the ccd. Olympus will continue to monitor field performance for this device.